Event description:
The manufacturer received information from the patient alleging ¿unit makes her feel sick, but the unit is working fine. She said that she feels it was giving her colds.¿ user also alleges they have been to the doctor to report the sickness and did not specify what the outcome from the doctor's visit. This report was related to a dreamstation CPAP device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.